Event description:
The pt reported the luer of the infusion set was leaky after 5-7 hour of use and the pt experienced elevated blood glucose (value not provided). No further info is available. The pt did not require assistance from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.